Manufacturer narrative:
The account replaced the head valves and the issue remains. No further info is available on the repair of the bed at this time.

Event description:
The account alleged the head of the bed will not raise when weight is applied. No pt impact.